Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, and the reported condition of the bottom trigger sticking was duplicated. Based on the investigation details, the likely cause was problems with the trigger shaft and safety bar, which were each replaced along with other components. Svc completed an engineering upgrade and clean, lube and adjust to the device. The handpiece will be repaired and returned to the customer.

Event description:
It was reported that the bottom trigger of the handpiece was sticking while the device was being tested. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.